Event description:
Customer reportedly received the following results on the advantage system within 10 minutes; 268mg/dl, 281 mg/dl, and 131 mg/dl. The night befoprecustomer also received results of 130 mg/dl and 311 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: aspirin 81mg once daily - 1.5 years; vytorin 10/40mg once daily - 2 years.